Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a disposable perforator (ID 261221) did not automatically stop when it hit the soft tissue. "The main feature of 261221 is it will automatically stop when it meets no resistance. But this complained one is without this function." The drill used was an electric medtronic midas rex. The perforator clicked in place in the drill, and the recommended spring tests were being performed between each burr hole. A perpendicular approach was maintained through the drill process. There was a constant downward pressure. The product was in contact with the patient, however, no patient injury reported, and the event did not led to surgical delay. The current status is not available.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11 the codman disposable perforator (ID 261221) was returned for evaluation. Device history record (DHR) ¿ the batch record was reviewed for any anomalies or non-conformances related to the finished device, and none were identified. Failure analysis - the returned unit was soiled and fully assembled. A proud weld was identified on the sleeve and the sleeve was replaced prior to functional testing. Spring and drill testing were completed successfully. The complaint report could not be confirmed. Root cause - spring and drill testing were completed successfully. A proud weld was identified on the sleeve and the sleeve was replaced prior to functional testing. This was not identified as a potential cause of disengagement failure.